Event description:
It was reported that the basket broke at the moment of the surgery. Additional information has been requested, but not yet received.

Manufacturer narrative:
The returned basket was visually examined. While inspecting the actuating portion of the handle, the lower stainless steel drive wire was found to be bent back 180 degrees. The sheath was found to be pulled apart just beyond the strain relief. The basket tip and two legs of the nitinol basket were missing. The returned sample exhibited signs of post-manufacturing damage. Due to the fact that only one drive wire was bent at 180 degrees, the basket most likely saw excessive force while articulated all the way in one direction. The instructions for use states in the precautions section the following: "do not allow the device to come in contact with any electrified instrument. Do not allow the device to be directly fired upon by any lithotripsy device. To do so may damage the device and could result in patient injury." It states in the caution section: "if resistance is encountered during advancement or withdrawal of the device, stop and determine the source of resistance, as continued resistance may damage the device and could result in patient injury. Take action to alleviate the resistance." This product is manufactured and inspected by an outside supplier. The device history record has been requested, but not yet received. A supplemental report will be submitted if additional relevant information becomes available. (B)(4).